Event description:
Several attempts were made to advance a coronary stent with delivery system to the target lesion site in the pt's marginal take off from the circumflex artery. However, difficulty crossing the target lesion due to tortuosity, resulted in the sds becoming stuck in the guide catheter. The sds and guide catheter were successfully withdrawn from the pt. The guide catheter was reinserted and another sds was successfully advanced and deployed at the target lesion site. Subsequently, a dissection was observed in the main circumflex artery proximal to the target lesion. Another coronary stent was successfully deployed to treat the area of dissection. There were no add'l complications reported relative to this event.